Event description:
Unomedical reference number (B)(4) event occurred in the united kingdom. On (B)(6) 2024, it was reported by the patient that the infusion set cannula was leaking within 3 or more hours after insertion at abdomen for 18hrs, which cause the patient blood glucose elevated to 335 mg/dl, therefore patient had received correction bolus via pump. The patient replaced infusion set and resumed insulin successfully. No further information available.